Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that a humidifier for a dreamstation auto CPAP is not working and the patient alleges that the device caused a real bad sore throat that required intervention. The patient went to the doctor and was prescribed antibiotics. No other clinical information was provided. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged he has been experiencing bloody nose and sick for a month. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture quality product investigation laboratory investigated therapy with the device and verified airflow, using a pil supplied power supply/ac power cord. Pil observed light dust-like contamination and potential mineral deposits at the air output port. Unknown white and black contamination (dust-like) at the air inlet of the blower box. Device had been remediated and had the white silicone sound abatement foam. Light dust-like contamination on the top and bottom of the blower motor and the blower motor seal. Pil observed liquid/water spots on the bottom of the blower motor, inside the blower motor and on the inside of the blower box, indicating potential liquid/water ingress. Potential tan crusty mineral deposits at the air outlet of the blower box. Also, a potential piece of mineral deposit was found on the bottom of the blower box. Blower motor seal had potential liquid spots and tiny pieces of potential mineral deposits in it. Tiny unknown black and white specks of contamination on the bottom the blower box. Also, a few tiny pieces of potential hair or fiber in the bottom of the blower box. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. The manufacturer concludes there was secondary findings were observed as 3 errors were logged. Pil was not able to confirm the complaints and was not able to address the symptoms specified. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.